Event description:
A customer reported an issue with the touchscreen responsiveness of their device, specifically that the screen locks immediately after entering a sequence. The customer declined to provide details on whether their blood glucose levels were affected. Technical support provided the customer with pump reset information, advising them to call back when ready to proceed with troubleshooting.